Event description:
Clinical trial. It was reported that post index procedure, the patient experienced angina. The patient presented to the index procedure with stable angina. The target lesion was located in the 1st diagonal with 85% stenosis, a length of 15mm and reference vessel diameter of 2.8mm. The target lesion was treated with pre-dilatation, placement of a 3.0x16mm express2 bare metal stent. Post-dilatation stenosis was 0%. The patient was discharged one day later on the protocol doses of aspirin and plavix. On day 1796, the patient experienced unstable angina. Initially, an mi was reported, but the enzymes did not meed protocol criteria. The patient was hospitalized, received medications (unknown) and catheterization was performed. Stents were placed in non target vessels, and no intervention was done in the target vessel. The physician noted it was unknown if the study device was related to the event. No further information will be available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.